Manufacturer narrative:
Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. "There was no patient contact. No additional information was provided." (B)(4).

Manufacturer narrative:
Visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in vial in liquid. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter stated the surgeon noticed debris on a 13.2mm micl13.2 implantable collamer lens, -13.0 diopter, during loading process. There was no patient injury and the backup lens was implanted. Additional information has been requested but none has been forthcoming. If additional contact or information is received, a supplemental medwatch report will be submitted.